Event description:
It was reported that during a radical operation of carcinoma of stomach procedure, after firing, the dr heard the feedback, but after moving out the instrument, one fifth anastomoic stoma "are only cut not anastomosis",. The legs of the staple are straight. The donuts "are not integrity, so he changed to hand sewing. No pt consequences.